Event description:
New peripheral intravenous line started in scalp, with microbore extension set applied after insertion blood then noted to be leaking from extension set. Crack found in extension set at end opposite of green port.====================== health professional's impression======================not applicable====================== manufacturer response for microbore extension set (5inch), microbore extension set (5inch)======================awaiting response